Manufacturer narrative:
Patient information is not currently available. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The parameter alarm limits for high heart rate, low heart rate, and pvc changed without user input. There was no reported patient harm.

Manufacturer narrative:
The (B)(6) 2016 device log files were reviewed. The log files show bed d7/712b (ttx #8656) had hr high, hr low and pvc alarm limits changed to settings that are outside the expected limit ranges. The central station log files show there was no evidence of the user changing these alarm limits at the central station. The central station and dash monitor do not log alarm limits changed by the user at the dash monitor. The dash software was designed so that the user would not be able to manually enter an alarm limit that is outside the expected limit range. Per the ge field engineer the issue has not repeated since (B)(6) 2016. Additionally, the ge healthcare engineering team was not able to reproduce the issue described through simulated workflows including discharging and readmitting a patient, entering and exiting combination mode monitoring, or manually changing the heart rate and pvc alarm limits at both the dash monitor and central station. Additional log files were obtained from the customer site following the initial occurrence (logs for the date range of december 28, 2016 -january 31, 2017) and there was no evidence that any alarm limits changed to unexpected out of range settings during this time period. Root cause could not be determined. This issue will be tracked and trended.